Event description:
It was reported that during implant, the right ventricular lead exhibited high impedance. The physician elected to keep the lead implanted. The following day, the device was reprogrammed to unipolar and the lead exhibited impedance within the normal range. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
(B)(4).